Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced universal surgical manipulator (usm) 3 to resolve the intermittent 32097 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed a failure analysis. The usm was analyzed and found to have no failure during in-house testing. Errors 32097, 1126, and 307 were confirmed in the log but not replicated during testing. The errors were pointing to the axes controller, motor (acm), and axes controller spar (acs). The unit was tested on an in-house system and triggered no errors. The unit was also tested on the psc (patient side cart) fixture test platform (pftp) and passed all tests that were performed. Upon further investigation, there was no fluid intrusion or physical damage. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, universal surgical manipulator (usm) 3 was disabled due to a recoverable fault that could not be resolved. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no errors on usm 3, but the user had performed a power cycle, and the logs might not be loaded at that time. After usm 3 was disabled, the user power cycled the system, and a non-recoverable fault occurred. The tse found error 31030 pointing to the video processor (vp). The tse had the customer hard power cycle the vision side cart (vsc) and check the vp cable connection and power status. The system powered back on with no further issue, and the site continued with the procedure was planned. There was no reported injury.